Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to "the patient had a poor environment" (no further detail was provided). The peritonitis was manifested by vomiting, diarrhea, fever, abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). Six days after the date of peritonitis onset, the patient's pd catheter was removed, dianeal therapies were discontinued and the patient was switched to hemodialysis because the patient was not responding to antibiotic therapy. On the same day, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.